Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 12:53:52. During night drain cycle two, the patient's ultrafiltration reading was 299 ml, indicating the home patient (hp) drained 299 ml more than their maximum programmed fill volume of 400 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history log; however, the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction / removal number was inadvertently omitted from initial report. If additional relevant information becomes available, a follow up medwatch will be submitted.